Event description:
It was reported that the patient presented to the operating room with complaints related to infection. The system was explanted and the infection will be treated before implanting a new system. The patient remained stable throughout the procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal, no anomalies were found.